Event description:
It was reported that the blocker loosened post-operatively. Levels treated during the index surgery were l4-l5 for instability and dislocation of the vertebral body pressing on the nerve roots. Three months post-operatively, the patient experienced a fall. Further x-rays revealed the rod had slipped out of position in the construct. During revision, it was found the blocker was loose.

Manufacturer narrative:
Visual analysis of the returned device confirmed the reported event. Mfg records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. The most probable root cause of this event was operational context as the device performance was limited by procedural/anatomical factors. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.